Event description:
Reportedly, the surgeon is the professional general surgeon who performs lc case most in another country (avg 20-30 cases/months). We just converted him to use auto suture since 2006. Scrub nurse opened a new package of endo grasp and closed the jaw, handed to the surgeon then surgeon insert endo grasp into trocar and open the jaw to grasp the gall bladder. When surgeon grasp the gall bladder, one jaw of endo grasp broke and fell down. Surgeon cannot find the broken part. Then he finally converted to open surgery. Surgeon had to convert from laparoscopic to open surgery to find the broken part. Surgeon removed it. Sex: unknown. Procedure: unknown.